Event description:
Procedure type: davinci robot nephrectomy. According to the reporter: the first assist fired the first firing. He placed the reload on the vessel and when he started to fire, the knife blade was advancing and the renal vein was being pushed distally. It seemed like the staples did not place and he did not fire the device completely after noticing the vessel was being pushed. He felt uncomfortable opening the stapler so he then placed a few clips to control the bleeding until the new stapler and reload was opened and placed next to the prior reload that was still clamped on the patient side. The second stapler was fired and fired successfully. The case was extended by more than 30 minutes. There was unanticipated tissue loss. Another MFR¿s reinforcement material was not used.

Manufacturer narrative:
(B)(4).